Event description:
It was reported that the catheter broke from hub and the cannula remained inside the patient requiring intervention with a bd venflon¿ 2 gn 18ga IV cannula. The following information was provided by the initial reporter: staff member was removing 18ga green bd pro safety venflon cannula from patient that was inserted in theatre . Resistance was felt when removing the cannula and the internal clear plastic lumen broke off from the external part of the cannula and remained inside the patient . Escalated to medical staff and discussed with vascular team . Decision taken to perform ultra sound scan . Plastic had moved from forearm to shoulder patient required to be returned to theatre for removal.

Manufacturer narrative:
Investigation: when the batch number 8023204p48 was investigated the team found that though the catalog number 391453 is in the plant catalog the batch nuber provided by the customer could not be found in the plant release data sheet. No sample or photos were returned. A root cause could not be determined and complaint not confirmed.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(6) has been listed . As bawal is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter broke from hub and the cannula remained inside the patient requiring intervention with a bd venflon¿ 2 gn 18ga IV cannula. The following information was provided by the initial reporter: staff member was removing 18ga green bd pro safety venflon cannula from patient that was inserted in theatre . Resistance was felt when removing the cannula and the internal clear plastic lumen broke off from the external part of the cannula and remained inside the patient . Escalated to medical staff and discussed with vascular team . Decision taken to perform ultra sound scan . Plastic had moved from forearm to shoulder patient required to be returned to theatre for removal.